Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. The physician suspected perforation at the heart wall which was confirmed through fluoroscopy. The issue was resolved after the rv lead was repositioned from apex to septum. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.